Event description:
This pt experienced a peri-stent restenosis approximately seven months after having a cypher stent implanted in the circumflex artery (lcx). This was treated with re-intervention. This pt was admitted to the hosp with a chief complaint of unstable angina (ccs 2b). The pt was taken electively to the cardiac cath lab, where angiography revealed 90% de novo, focal (3mm), irregular, eccentric, b2 type lesion in the proximal lcx. A bolus of 5,000 units of heparin was administered via IV. Integrilin was administered per double bolus protocol, with 12.4mg doses given at 10 minute intervals, via IV. This was followed by a continuous infusion at 11cc/hr. There were no difficulties in accessing or wiring the vessel noted. The lcx lesion was not predilated prior to stent placement. A 3.0 x 8mm stent was deployed to 15 atms with suboptimal results. The stent was not post-dilated. Residual stenosis was reported to be 10%. A bolus of 300mg plavix was administered by mouth. The pt was discharged the following day on daily doses of plavix (for three months) and aspirin, for which they are reported to have been complaint. Approximately seven months later, the pt returned to the hospital due to chest pain. Repeat angiography demonstrated a stenosis distal to the implanted cypher (peri-stent). This was successfully treated with re-ptca. The pt was stable and without chest pain upon follow-up contact six months later.